Manufacturer narrative:
The customer reported that the ac power module had failed. The customer ordered an ac power module which resolved the reported issue. As of (B) (6) 2010, there have been no further reports of this issue.

Event description:
The customer reported that the ac power module had failed.